Event description:
Philips received a complaint by the customer on the v60 indicating that while performing preventative maintenance (pm), it was observed that the devices display is dark, but the touchscreen is operational, unit cycles normally, no patient involvement, unit has 3.00 software, requesting part ID to correct the issue. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Advised customer to replace the ui assembly to correct the issue, customer acknowledged and will order the part, the customer replaced ui assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.